Event description:
Report 1 of 3. It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive of a patient sample. No patient impact reported. The following information was provided by the initial reporter: "customer reports they have detected c. Tropicalis with other microorganism with biofire. Patient # 1: (B)(6) 2023 no bottle lot # or sequence # available bactec sn (B)(6). Used bcid2, lot # unavailable. Biofire was a dual positive - c. Tropicalis, strep spp. Gram stain: gram positive cocci. Culture result: strep dysgalactiae. Biofire result was reported to physicians. Customer included the comment "no yeast isolated on culture" customer unaware of any treatment change."

Manufacturer narrative:
H.6 investigation summary. Catalog: 442023. Batch no.: unknown. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
Report 1 of 3: it was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive of a patient sample. No patient impact reported. The following information was provided by the initial reporter: "customer reports they have detected c. Tropicalis with other microorganism with biofire. Patient # 1: (B)(6) 2023. No bottle lot # or sequence # available. Bactec sn (B)(6). Used bcid2, lot # unavailable. Biofire was a dual positive - c. Tropicalis, strep spp. Gram stain: gram positive cocci. Culture result: strep dysgalactiae. Biofire result was reported to physicians. Customer included the comment "no yeast isolated on culture". Customer unaware of any treatment change."

Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k222591. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.